Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The physician had difficulty removing this lead, the cathode and screw remained in the patient's right ventricular septum. The physician believed that the lead tips were fixed and that there were no conductors in the heart. The patient had external system and the physician will evaluate patient to see if low grade temperature was resolved, if not will consider snaring lead tips prior to re-implanting a new system. There were no additional adverse effects reported.